Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation the 10.0x60mm absolute pro self expanding stent system (ses) was removed from the packaging however the stent was partially deployed from the sheath [not flowered]. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging and/or preparation for use inadvertent mishandling resulted in causing the stent to slightly pull out and partially deploy. As reported, later, doctors released the stent outside the body while studying the process of trying to recover the released part. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.